Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. The customer received assistance from technical support to reset the pump, and no malfunction codes recurred after the reset. The customer was advised to continue using the pump and to contact support if any further issues arise.